Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 18:115:1083:xxxx. The root cause was determined to be a faulty user interface module printed circuit board. The user interface module printed circuit board was replaced to repair the reported condition. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A follow up report will be submitted if additional information becomes available.

Event description:
The baxter service technician reported a colleague infusion pump which experienced failure code 18:115:1083:xxxx during device evaluation (specifically during accuracy testing). There was no patient involvement. The user interface module master software version for this device is 5.04.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.